Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report she is experiencing high blood glucose. Blood glucose reading at the time was 420 mg/dl. The customer has treated with 2 manual injections using both fast acting and regular insulin. Blood glucose reading continued to rise. Assisted the customer with programming her replacement insulin pump. The customer stated that she has not received the complete bolus wizard rates from her healthcare provider. Advised the customer to contact her healthcare provider if blood glucose continues to rise. Advised customer on how to deliver a manual bolus on the insulin pump. Advised to monitor her blood glucose closely every 15 minutes. Nothing further reported.